Manufacturer narrative:
Evaluation summary: medtronic has received the device and its analysis has been completed. The device was covered in blood. The guide wire was returned in the device. The shaft was broken in two at 115.5cm, the break occurred 1cm from the jacket bond, and the guide wire at this location was severely bent back. There was a series of kinks on the hypo tube at 20.0cm, 37.0cm and 39.0cm from the distal end of the strain relief. The z-component was located approximately 2mm proximal to the dock joint and the black covering was at the end of the floppy guide wire. There were chatter marks evident for 3cm at the end of the proximal broken hypotube. On the distal section of the shaft the catheter tip was enlarged and bulging. The stent was positioned on the un-inflated balloon between the pillows and the inner shaft markers, the stent segments were deformed and damaged. The dock/stop joint was severely damaged indicating that the z-component had been advanced too far distally. The polymide shaft was severely stretched and bunched. The polymide shaft had broken leaving one section attached to the keel bond and the other section on the guide wire. The bmw guide wire was still loaded in the device and was kinked within the section of polymide shaft that had detached. It was possible to move the distal section of the device along the guide wire. The guide wire could also be moved through the z-component. The extensive damage to the device suggests extreme force was applied advancing and/or withdrawing the device or in attempting to remove the device from the guide wire. The nature of the jacket/outer shaft break immediately proximal to the proximal/distal bond suggests that the shaft was stretched prior to the break.

Event description:
A 3.0 mm diameter x 15 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a proximal lad lesion. The vessel morphology was non-tortuous with moderate calcification. It is unknown if the lesion was pre-dilated. It was reported that the endeavor sds was inserted; however, it was unable to cross the lesion. The catheter was removed and upon removal it was noted that the catheter was stuck on the guide wire and the catheter was coming apart. Another manufacturer's device was used to successfully complete the case. The patient is fine.